Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has replaced her insulin pump. Customer stated that her blood glucose has been high and low and requested a representative to help her set up the new device to avoid any mistakes that could affect her. Customer stated that she wakes up at night with blood glucose around 30 mg/dl and during the day the readings go up to 300 mg/dl and she has not done any changes. Current blood glucose is 257 mg/dl due to having sugar and not treating. Nothing further reported.